Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected 0.1ml of juvéderm® volux¿ xc in the chin. Two months later, the patient experienced inflammatory nodule at the injection site. The nodules appeared 4 weeks after the injection. The healthcare professional noted that the "nodules were much larger than the amount of filler placed". The patient was treated with a round of steroids. The symptoms are ongoing.